Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, showing no adverse impact. To resolve the issue, the customer disconnected from the site, delivered a 10.2 unit bolus, and then reconnected to the site, resuming insulin delivery. Technical support advised the customer to contact support for assistance with recurring occlusion issues, which the customer acknowledged.